Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is unable to recharge his ipg. It was also reported the patient's programmer reflects a communication error. The ipg is inoperable and the patient has been without stimulation for approximately 4 months. Surgical intervention may be undertaken as the next course of action.